Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they have been having issues with several feeding sets, they have been leaking. The patient initially thought that the issue was with the bottle/food and or the pump but determined that the feeding sets are the issue. The customer has found multiple sets from different cases to be faulty which causes his enteral feeding pump to malfunction/shut down. It is believed that the patient has experienced issues with the sets beginning around (B)(6) 2020 but an exact start date is not available. The patient uses enteral feeding from approximately 6:30pm to 8:30am. There has been no patient harm.